Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead has shown rising pacing impedance over the previous few months and recently triggered the bipolar lead impedance warning for high impedance. Pacing threshold was also indicated as high. Reprogramming was performed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.